Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the field representative (rep) was unable to input or retrieve any internet protocol information off of the system. The rep tried rebooting the system, but that didn't resolve the issue. The rep tried to refresh the network setting page over 10 times, but kept getting an error that said "verification of network configuration failed." There was no patient involvement. The probable cause was noted to be that the router had an issue where it was unable to retain or display its network information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735994, serial/lot #: (B)(6). H3, h6: the system was serviced in the field and hardware parts were replaced. The system passed system checkout and was functioning as expected. Applicable codes: b01, c0201, d02, product ID: 9735994, ln: (B)(6) was returned for analysis. Analysis found that the wan issues were confirmed with refresh checkpoint. Wan was unable to connect to the internet and the wan led was amber. The internet led was red. Factory reset was performed and reconfiguration of checkpoint corrected the issue. The dmz passed wifi testing and all 6 ports pinged with 0% packet loss. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Applicable codes: b01, c0201, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the system was not able to enable wifi. The system was opened to check the cabling and it was found that the power cable for the wifi endpoint was not connected after the router was replaced.